Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital when high, out of range hv lead impedance was observed through merlin.net transmission. During device check, it was noted that both atrial and ventricular lead impedances were high in unipolar and normal in bipolar. Device malfunction was suspected. Patient will be monitored with pacing in bipolar. There were no adverse consequences to the patient. Patient condition was stable.